Event description:
It was reported that during an oral surgery, the suture needle detached from the suture. The needle was reported to have detached from several sutures used by the clinician. There was no harm caused to the patient in these instances and the needle was retrieved without issue.